Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (2000mcg/ml at 1400mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient's intrathecal (it) baclofen therapy was working better than expected post-implant in (B)(6) 2018, but the patient's father had noted some return in the patient's dystonia over the last few weeks prior to (B)(6) 2018. The hcp believed the c1 catheter placement in this particular patient was causing some impingement of the catheter with certain head positioning. The hcp elected to revise the spinal segment of the catheter and put the catheter tip at c3 instead. He planned to admit the patient and monitor him for improved drug delivery. It was unknown if the issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.